Event description:
The customer reported they were unable to obtain an etco2 numeric during a pt event.

Manufacturer narrative:
(B)(4). There is no indication that the device played a role in the pt outcome. The device was evaluated by a philips field svc engineer and the reported symptom could not be reproduced. No parts were replaced and no trouble was found. The device passed all testing and was returned to svc.